Manufacturer narrative:
The insulin pump had button error alarm due to corroded on keypad trace. The insulin pump had corrosion found on vibrator and cracked case at battery tube threads. The insulin pump had scratched on display window. No moisture damage found on lcd. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 123 mg/dl at the time of incident. The customer's blood glucose was 110 mg/dl at the time of call. The customer stated that the insulin pump was exposed to moisture. The customer stated that they were able to clear the alarm with esc button. The customer stated that there was fluid under the lcd display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.